Event description:
It was reported that this right atrial (ra) lead exhibited noise oversensing on the right atrial (ra). Inappropriate atrial tachy response (atr) episodes were stored. Technical services (ts) recommended further testing. No adverse patient effects were reported. This ra lead remains in service.